Event description:
It was reported that during normal device change-out due to eri, externalized conductor was observed via fluoroscopy. No electrical anomalies were detected. The physician decided to keep the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.